Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture, capsular contracture and seroma-late was received on july 02, 2025, with lot number 2639213. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant ruptured bloody serum + gelatinous deposit. It presents a collection of seroma peri prosthetic on the left visualized on the control MRI as well as a shell (stage ii and iii)", "a stage ii and iii capsule". Device was explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
Continued e1(phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, and device rupture.

Event description:
Healthcare professional reported "implant ruptured bloody serum + gelatinous deposit. It presents a collection of seroma peri prosthetic on the left visualized on the control MRI as well as a shell (stage ii and iii)", "a stage ii and iii capsule". Device was explanted and replaced with another manufacturer's device. This relates to the left side.